Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements. The physician elected to surgically explant and replace the ra lead to resolve the event. The patient was stable with no additional adverse consequences.